Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient is enrolled in the asap too trial. Post operatively, the patient developed swelling in their right groin. An ultrasound was ordered for the right leg which was negative for pseudoaneurysm and hematoma. The patient developed anemia because their hemoglobin and hematocrit (h&h) was at 6.0/19.2 which had dropped significantly from admission (9.3/30.1). It was noted that the patient¿s h&h was within normal limits one month ago. Plavix and aspirin were held. The patient received a blood transfusion of 2 units of red blood cells. A computed tomography (CT) of the abdomen/pelvis was ordered and it showed a right groin hematoma in the posterior thigh musculature without evidence of active extravasation. The patient¿s leg was wrapped. The patient remained hospitalized with a wound vacuum and was discharged 3 days later on 81 mg of aspirin. Plavix was discontinued for five days.

Manufacturer narrative:
The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an access site bleed/hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was successfully implanted via the watchman access system. There were no issues during the procedure. The patient was stable post procedure. Overnight the patient experienced groin pain and a right groin bleed/hematoma at the femoral access site was observed. The patient's hemoglobin decreased from 10 down to 6. The patient required a blood transfusion. The patient was doing very well the following day. The patient was discharged as planned.